Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previuosly received information alleging having throat irritation and soreness, fatigue, stress, and patient is holding breath more and is getting lightheaded, nasal/throat irritation or soreness and also alleges particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported and issue with a CPAP device's sound abatement foam. After review, it has been determined that the previous report should have contained the following information: patient is having throat irritation and soreness, fatigue, stress, and patient is holding breath more and is getting lightheaded, nasal/throat irritation or soreness. Patient alleges particles in tubing/chamber. Section b.3. And g.3. Has been updated to include a new date of 09/13/2021. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.